Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and seizure. This is 1 of 2 reports hospitalization for hypoglycemia that occurred two separate times. Please see related record (B)(4).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. This is 1 of 2 reports hospitalization for hypoglycemia that occurred two separate times. On (B)(6) 2025, the patient experienced a seizure while their estimated glucose value (egv) on the cgm was reported as normal; the exact value was not available. A friend who witnessed the event called emergency medical services (ems). Upon ems arrival, the patient¿s bg level was measured as "low" via fingerstick. The patient was transported immediately to the hospital for further assessment and treatment. Due to the severity of the event, the patient was unable to recall additional details regarding the episode or the care provided in the emergency department. The patient remained in the emergency department for over 24 hours and was discharged on (B)(6) 2025. No data was provided for evaluation. The allegation and the probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.